Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received 'multiple occlusion' alarms. Reportedly, the cartridge and infusion set had been in use for three days. There was no impact to customer's blood glucose level. Customer indicated that cartridge and infusion set would be changed.